Event description:
It was reported that shaft break occurred. A percutaneous transluminal coronary angioplasty was performed to left circumflex (lcx) and left anterior descending (lad) arteries. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified lad. After a 7f non-boston scientific (bsc) guide catheter was engaged and a non-bsc guidewire crossed the lesion, pre-dilation was performed in lcx with a 2.50 x 20mm maverick 2 balloon catheter. Following pre-dilation, a 3.00 x 28mm synergy was implanted and further post dilated. The same 2.50 x 20mm maverick 2 balloon catheter was tried to use for the lad; however, the shaft broke 27 inches from the proximal hub outside the y connector, outside the patient. The device was simply pulled out to remove it from the patient. The procedure was completed with a 2.50 x20 mm non -bsc balloon catheter. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 mr balloon catheter. The device was visually and microscopically examined. The hypotube of the device has numerous kinks. There was a separation of the hypotube at 65.5cm from the strain relief. The separated hypotube ends were ovaled in shape indicating the device was kinked prior to separation. There was blood and contrast in the inflation lumen, and blood in the guidewire lumen. The balloon was loosely folded. The hypotube of the device also had numerous kinks.

Event description:
It was reported that shaft break occurred. A percutaneous transluminal coronary angioplasty was performed to left circumflex (lcx) and left anterior descending (lad) arteries. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified lad. After a 7f non-boston scientific (bsc) guide catheter was engaged and a non-bsc guidewire crossed the lesion, pre-dilation was performed in lcx with a 2.50 x 20mm maverick 2 balloon catheter. Following pre-dilation, a 3.00 x 28mm synergy was implanted and further post dilated. The same 2.50 x 20mm maverick 2 balloon catheter was tried to use for the lad; however, the shaft broke 27 inches from the proximal hub outside the y connector, outside the patient. The device was simply pulled out to remove it from the patient. The procedure was completed with a 2.50 x20 mm non -bsc balloon catheter. No patient complications were reported.